Manufacturer narrative:
The implant coil was not returned for evaluation; however, pusher was returned with its own introducer, and another introducer seated inside the dispenser hoop. The lead wires on the pusher were noted to be separated 30cm from the distal heater coil section. The pusher resistance was within specification. The pet covering the heater coil showed signs of thermal damage, which indicates that detachment attempts may have been made using the v-grip. The monofilament was severed and had rebounded back proximal from the heater coil, and it had a tail end indicating a ductile neck down. The v-grip used for the case was not returned; therefore, analysis of the v-grip and functional testing could not be performed. The root cause cannot be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that an embolization coil detached in the microcatheter. Both segments of the coil were removed together with the microcatheter from the patient. There was no reported patient injury. The patient's status is reported to be fine.